Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a gastric resection procedure, stapling was realized in two rows instead of three. The doctor sutured line stitching to limit risk of post operative fistula. There were no adverse consequences for the patient reported.